Event description:
It was reported that there was high impedance on the high volt and superior vena cava coil of the right ventricular lead. The lead also had oversensing and noise on electrogram. Fluoroscopy confirmed a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2005; 5076 implantable pacing lead (B)(6) 2007. (B)(4).